Event description:
It was reported that during a procedure on (B)(6) 2012 the proximal portion of the catheter was damaged by using monopolar coa gulation. The reporter stated that the polyurethane outer layer of the catheter does not resist coagulation and is damaged when touched. The damaged piece of the catheter was replaced using a revision kit. There were no patient symptoms or injuries. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant medical device: product ID: 8781, lot#: 0206240510, implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
The physician further stated that he would not use the ascenda catheter due to reduced visibility of the catheter on x-ray.

Manufacturer narrative:
(B)(4).